Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. The device was programmed with the current time and date and monitored for one week. The time and date are functioning properly with no delays noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that his insulin pump had time clock anomaly. The customer's blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump was gaining time. The customer also reported that he was unsure about if the loss or gain was greater than +/-3 minutes within 10 days or +/-9 minutes within 30 days. The customer was assisted in running a self test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. He was also advised to put the insulin pump into storage mode. The insulin pump will be returned for analysis.